Event description:
On (B)(6) 2012 hkg rep sent an e-mail to hkna: today we received one broken ivory clamp 2 from (B)(6). The customer complains that the clamp is broken after using two times. The clamp was purchased in (B)(6) 2012 with hkg. On (B)(6) 2012 hkg rep emailed the following usage information: today I¿ve had a phone conference with the dental dealer informing us about your questions.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we¿re reporting it out of caution to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion ¿ device breakage is addressed in the directions for use. The directions state, ¿caution: modification, overextending, bending or extended use of the clamp may cause breakage.¿ eval summary: the clamp is distorted from its original shape. When reassembled it was obviously permanently deformed, vastly unable to return to its original formed shape and jaw proximity. Cause of breakage: misuse. Conclusion: over-extension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. The clamp was reported to have been used on a molar. This clamp is a bicuspid clamp. Usage of this clamp on molars will cause over-extension as the clamp is only indicated for use on bicuspid and not molars. Clamp over-extension is considered misuse. Misuse of this nature will cause the clamp to be over-extended for placement and to remain over-extended while clamped onto the tooth. The user used this clamp on an unapproved tooth. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated. See scanned pages.